Manufacturer narrative:
This report is for two (2) unknown distal spine screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that two (2) distal screws were broken and the broken-off screw tips remained in the patient. This report is for two (2) unknown distal spine screws.

Manufacturer narrative:
Patient information is not available for reporting. Device broke 4 years postoperatively; exact date is unknown. This report is for one (1) unknown spine screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implant date, explant date: unknown. It is unknown whether the complaint device would be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that internal fixation screw broke four years postoperatively. This report is for one (1) unknown spine screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the patient initially underwent the spine surgery on (B)(6) 2013 for dorsal stabilization of l4 to s1 by means of internal fixation. The intra- and postoperative progression was uncomplicated. The postoperative x-ray follow-up showed proper implant placement. Postoperatively, on (B)(6) 2016 patient got out of bed and felt acute pain in the area of the lower back with radiation into the left leg. He then presented at the hospital. A screw breakage at s1 left was seen in an x-ray diagnosis. Patient was not able to walk or stand due to pain. Patient also had pseudoarthrosis. Patient revised on (B)(6) 2016 for dorsal spondylodesis l4 to s1, and switched to polyaxial screws (expedium 7.0 mm, donor bone). Also new configuration of the cranial screws l4 and l5 with polyaxial screws in 7 mm diameter was performed. During revision it was identified that the two distal screws in s1 are broken. Set screws, rods as well as the inserted screws were removed

Manufacturer narrative:
A product investigation was conducted. The complained universal reduction screw has been forwarded to (B)(6) and we are now in the receipt of the investigation results. Sem examination: when examining the fracture in the threaded part of the screw using the scanning electron microscope (sem), the areas of fracture initiation and the direction of fracture propagation were identified. The crack started at the surface of the screw (core diameter) and ran into the material. After breaking, the two fragments rubbed against each other causing some slight destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zone and on the whole fracture surface. Each striation represents the successive positions of an advancing crack front, originating from cyclic loads. The presence of these striations is a clear indication of a fatigue process. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Conclusions: based on the topography of the fracture surface, we can conclude that the implant* was subjected to dynamic bending loads (one sided). Constantly alternating load cycles (during movement) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the urs*. The screw* could not resist the applied force which finally led to the material overload / fatigue failure. We found no evidence of material or manufacturing defects. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Brand name lot number UDI part number part number: 04.636.645 synthese lot number: 8257604 release to warehouse date: (B)(6) 2013 no nonconformance's (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.